Event description:
It was reported that after 10 minutes of treatment with a prismaflex m100 set, the patient experienced dyspnea and skin itching. Treatment was discontinued with blood restitution. The patient was given an intravenous injection of dexamethasone sodium phosphate 10 mg, and an intramuscular injection of diphenhydramine 20 mg. It was reported the patient improved. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.